Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: patient presented with scoliosis. During a procedure on (B)(6) 2014, the surgeon was implanting spine devices. He proceeded to tighten the screw of the connector, reportedly the screw was damaged. The extraction screw was used to remove the damaged screw, but the unspecified piece was broken inside the screw and could not be removed. It was reported the surgery was prolonged for 30 minutes. No further information was provided. Material is not available for investigation. This is report number 1 of 3 for (B)(4).

Manufacturer narrative:
(B)(6). The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.